Event description:
Technical services received a call on 04/11/2011 from sales rep. First check since (B)(6) 2010. On (B)(6) 2011 regular f/u. Increased rv thresholds, so increased outputs. Pt d/c and came back next day complaining of diaphragm stim. Very short of breath and discomfort. Pt feels stim during rv and lv threshold tests in office. Feels stim with every beat. Thresholds 10/10, were rv 1.0@0.5 and lv 1.4@0.5. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).